Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed a persistent low battery message and became warm to the touch despite extended time on the charging pad, where the indicator light was green and the device showed as charging; a replacement device was arranged and the original was returned. Symptoms included device warmth to the touch without reported blood glucose impact. Outcomes included replacement of the device with return of the original for evaluation. Investigation included customer service troubleshooting and collection of device return for assessment. Investigation of this device did not revealed a charging or power retention malfunction associated with the ilet battery or power/charging subsystem. It was concluded, based on previously established findings for similar reports, that the cause was not a electrical component malfunction related to the power system.